Manufacturer narrative:
All previously reported device codes will be updated/corrected to the following for this event: (B)(4).

Event description:
It was reported that the "pump refill residual volume expected was much higher". The cause of the event is unknown. A dye study on (B)(6) 2013 showed excellent subarachnoid spread and pump rotor study showed excellent movement of rotors. The catheter was easily aspirated and the infusion dye showed good intrathecal placement. The patient continued to have ongoing pain complaints despite "increases". At next pump refill, if high reservoir volume re-encountered with a revision/replacement of catheter will be done. The drugs being delivered via the pump were fentanyl and bupivicaine.

Manufacturer narrative:
Concomitant products: patient programmer model: 8835, serial# (B)(4); catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unknown. (B)(4).